Event description:
On november 21, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch basic meter would not power on. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however, was unable to reach her by telephone. On november 28, 2006, the mas mailed a letter requesting the patient contact medical affairs. The mas also reviewed the recorded telephone call. The patient noted the reported meter would not power on. The patient had received this meter as a donation from a friend. At 8:30 pm the patient experienced the symptoms of feeling sick, her feet hurt, and she 'felt high.' The patient took herself to the emergency room, where her blood glucose level was tested to be '500-something mg/dl.' The patient was treated with intravenous fluids. It would have been helpful to determine how long the patient had used this meter, if the patient had ever successfully tested her blood glucose level using this meter, if the patient had obtained any blood glucose readings earlier on the day of the event, what meals and medications had been taken prior to the event, her medication regimen, if the patient was admitted to the hospital, and if she had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the meter had suffered no trauma, the battery was installed correctly, and that the patient was unaware of when the original owner of the meter had last replaced the battery. The meter, test strips and control solution were replaced. The patient was unable to obtain a blood glucose reading due to the power issue on the reported meter. She experienced symptoms that suggested hyperglycemia, and received emergency medical attention and treatment. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.